Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device disposition is unknown.

Event description:
Hospital reported a failed attempt of hardware removal due non-compatible extraction equipment. The surgical procedure was stopped and rescheduled.

Manufacturer narrative:
Evaluation revealed the trochanteric nail kit, stst gamma3® ø11x180mm x 130°, the locking screw, fully threaded s2 ø5x35 mm and the unknown instrument to be the primary products. No further associated products were reported. A physical examination could not be carried out as the devices were not available for evaluation (discarded). A review of the device history records could not be carried out as the lot codes were unknown and not provided. Thus, a reasonable examination and investigation was not possible. In the case presented a patient was scheduled for an implant extraction due to pseudarthrosis and pain after an unknown implantation time. During the explantation process the attending surgeon could not remove the set screw. According to information received during the extraction of the gamma3 nail, the attending surgeon realized that the extraction instrument, which was ordered from the hospital was not appropriate. The surgeon stopped the surgery and organized the correct screwdriver a few days later. The explantation of the nail was successfully completed on (B)(6) 2017. It remained unknown, which instrument had been used in the first attempt and why it had not been compatible. As neither the item nor further information were available, a more precise evaluation was not possible. The set screwdriver flexible shaft or the straight screwdriver for set screw should be used for the set screw removal. Both set screwdrivers can be found in the basic gamma3 instrument set. IFU and operative technique includes that the implants shall be combined, handled and secured with care; that the user shall be familiar with the system and that he should ensure that all components needed for the operation are available in the operation theatre. With available information a deficiency of the items could not be verified. The file will be closed formally. In case relevant clinical information or the items should become available, we reserve the right to update the investigation and change the root cause. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject products. Device was not received.

Event description:
Hospital reported a failed attempt of hardware removal due to confirmed pseudarthrosis. The surgical procedure was stopped and rescheduled. After the ablation of the gamma nail the pseudarthrosis was confirmed, scanner showed bad consolidation. The gamma nail was macroscopically normal, not broken. Failed attempt (malfunction of extraction ancillaries) of hardware removal (due to confirmed pseudarthrosis) in combination with the successful hardware removal (former (B)(4)).